Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. A bipap a30-s was manufactured 01/24/2013 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.

Event description:
A bipap a30-s device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician identified a ventilator inoperative code e-20 indicating 'defective eeprom.' The service technician states that the printed circuit assembly (pca) board needs to be replaced to resolve the error. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. A non-ventilator inoperative error code e-112 was identified by the service technician recommending the replacement of the pca. The service technician also noted dirt/dust contamination. No repair was performed. The device was scrapped by the service center after the evaluation was completed.